Event description:
Additional information received that another red alert for high oor sli was detected via the patient's remote home monitoring system. The device was then interrogated and no other lead issues noted except for the high oor sli. They will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed high, out of range shock impedance measurements that were detected via the patient's remote home monitoring system. No other lead measurements were reported. There were no adverse patient effects reported. The system remains in service.additional information received that the device was checked and all lead measurements were within normal range. The physician planned to continue monitoring the patient and no actions were as of this time. No adverse patient effects were reported.

Event description:
Additional information received that another red alert for high oor sli was detected via the patient's remote home monitoring system. The device was then interrogated and no other lead issues noted except for the high oor sli. This was already an ongoing system issue with the patient. They will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.